Event description:
Pt was placed in the lithotomy position on the table. Physician requested pt be put in reverse trendelenberg position. Table responded. Physician then requested pt be rolled to her right at which time table quit working. Numerous attempts were made to repair table, (different hand controls, foot control, circuit board) all attempts failed. The pt's wound had to be covered while pt was lifted off the broken table and transferred to new table. Broken table had to be physically picked up and moved out of the way. Pt remained under anesthesia slightly longer than planned.